Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted prostatectomy, while doing rocco stitches, the product was being used but the thread broke. They used needle holder to hold the needle and a certain level of tension added but it was not excessive. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted one partial suture and one needle. The needle was observed to be attached to the suture. The needle tip and the swaged end of the needle were observed to be bent. It was observed, under magnification, that instrument marks were present on the tip of the needle and the swaged end of the needle. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the tip of the needle during application. Firmly grasping the needle at the tip or the swaged end can deform the crimp, can cause the needle to disengage from the suture, and can cause the needle to bend or break at the swaged end. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted prostatectomy, while doing rocco stitches, the product was being used but the thread broke. They used needle holder to hold the needle and a certain level of tension added but it was not excessive. The procedure was completed with another device. There was no patient injury.